Manufacturer narrative:
The event date is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to a germany patient. It was reported the patient had been experiencing discomfort at their ipg site due to the location of the device. As a result, the patient's ipg was explanted and replaced (with a smaller/different model). The replacement ipg was implanted at a new location.

Manufacturer narrative:
The allegation was not confirmed . Visual inspection of the device did not identify any anomalies or damage that would contribute to the reported issue. As received, normal pairing and bluetooth (ble) communication was observed. No connectivity issues were noted. The uep inductive tool showed the device was in the therapy application state and functional. The field scenario was recreated by attaching the ipg to a load block and placing it in a heated chamber. After 48 hours, the surface temperature of the ipg increased by 0.2c degrees. This rise in temperature met the specification for heat generation during use. The device was subjected to a functional test on automated test equipment (ate) and passed all tests. No physical or functional anomaly that would contribute to the reported issue was observed. The ipg functioned as intended. Information provided indicated the issue was related to the patient¿s anatomy. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.